Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top case was chipped in front left corner. Per event history/error log review, "sf: force sensor bridge test". Per functional testing, the force sensor was out of specification and would not calibrate. The complaint was confirmed. The root cause was the force sensor would not calibrate because the force sensor, plunger board and plunger cable were not operating as intended. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced force sensor, plunger board and plunger cable. Replaced damaged top case, cracked left plunger case, right plunger case, plunger cam, plunger float, push block and right and left timing plates and replaced the battery. Cleaned, greased, calibrated the pump and performed all tests which passed.

Event description:
It was reported that the pump had a force sensor bridge failure. Patient involvement unknown.